Event description:
This case was reported by a consumer and desribed the occurrence of new onset diabetes mellitus in a pt who received poligrip (super poligrip-unidentified) cream for loose dentures. The consumer called to praise product, request coupons and make a general product comment. A physician or other health care professional has not verified this report. Concurrent medical conditions included acid reflux, allergic to glucophage, iodine allergy and iodine dye allergy. Concurrent medications included zyrtec and nexium. The pt has been using poligrip (dental) for "twenty to thirty years". In 1994, the pt was diagnosed with new onset diabetes mellitus and treated with insulin lispro (humalog insulin). This case was assessed as medically serious by gsk. Treatment with poligrip was continued. The outcome of the event is ongoing.